Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had 2 leads (from the same lot) implanted as part of her peripheral system. The patient had 2 scs systems implanted. This report references the patient's peripheral system. It was reported the patient experienced uncomfortable stimulation (described by the patient as burning) when using the peripheral (off label) system. As such, the patient underwent surgical intervention wherein the leads were removed. Reportedly, the patient's remaining system provided her with effective stimulation coverage.